Manufacturer narrative:
Additional information: the user facility confirmed that the intended procedure was diagnostic. The investigation is ongoing. The final report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the light of the evis lucera duodenovideoscope had spread. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the inside of the light guide lens was dirty, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was spreading light or flare effect due to a broken light guide lens. Upon further observation it was observed that the light guide lens was also dirty. It was observed that the screen was dark due to a scratch on the charge-coupled device. It was also observed that the charge-coupled device lens was broken. It was observed that the angulation in the up direction was out of standard due to a worn angle wire. It was also observed that the plastic distal end cover was broken. It was observed that the adhesive part of the bending section cover was broken. It was also observed that there was crumple at the connecting tube. Additionally, there was evidence of flooding in the connectors. A scratch was observed on switch 2. Lastly, deformation of the following components caused liquid leakage: right and left knob, up and down knob, the grip part and, on the stiffness ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The dirt was identified as a product of corrosion and it is likely the internal parts of the light guide lens were corroded due to water invasion/moisture from a leakage point. Olympus will continue to monitor field performance for this device.